Manufacturer narrative:
As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit for a full evaluation. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint may be reopened. DHR task closed as reasonable effort to obtain a lot number have not been successful. Should the lot number become available at a later date then the DHR task may be re opened and completed. A complaints history review has been run for this product family and a further 2 complaints have been raised of the same nature. On this occasion we have not been able to identify a definitive root cause for the device pumping stopped. Smith and nephew are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pump stopped working suddenly.